Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by post market surveillance staff. Based on the medical records information it appears on (B)(6) 2015, this patient expired. Patient's cause of death was septicemia. According to the end stage renal disease death notification, the patient was receiving hospice services prior to his death. Medical records do not indicate if patient was receiving dialysis treatment at the time of death. Medical records did not contain a death certificate or autopsy report for review. Medical records did not contain lab/diagnostic tests, hospital progress notes, dialysis progress notes, treatment notes, physician orders, medication lists or a history and physical for review. There was no documentation in the medical record that indicated a cause of the patient's septicemia. There was no documentation in the medical record that indicated a causal relationship between the patient's liberty cycler and septicemia. There was no documentation in the medical record that indicated a causal relationship between the patient's liberty cycler and death. The patient was on hospice services at the time of death which would indicate patient was in an end of life condition. There was no conclusive evidence in the medical record that would indicate the patient's liberty cycler contributed to the death of the patient.

Event description:
Medical records were provided by the patient's dialysis center. The patient expired on (B)(6) 2015 while in hospice care due to septicemia.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation and review of available medical records.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported that a patient was hospitalized for approximately three months due to his continued deteriorating condition and had been completing continuous ambulatory peritoneal dialysis (capd) treatments while hospitalized. The patient was discharged on (B)(6) 2015 to hospice care. The patient expired on (B)(6) 2015 due to failure to thrive. The pdrn stated the patient was an end-stage renal dialysis patient with multiple comorbidities including cardiovascular issues due to the patient's deteriorating health. The pdrn was unable to provide an exact date the patient was admitted to the hospital. The nurse stated the patient was not connected to the cycler and was not completing peritoneal dialysis treatment and at the time of expiration. The pdrn stated the patient's death certificate was to be requested and expected to be received in clinic. Medical records were requested.